Event description:
It was reported that due to an unspecified reason the patient had his ambicor penile prosthesis (app) explanted.

Event description:
It was reported that due to an unspecified reason the patient had his ambicor penile prosthesis (app) explanted.